Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the charging supplies were taking "too long" to charge the pump. The customer's blood glucose level was 202 (mg/dl). During troubleshooting with tandem technical support the customer stated the pump was successfully charged to 100%. Reportedly, the customer obtained alternate charging supplies.